Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was not reviewed as no lot number was supplied.

Event description:
It was reported that the device had clamped on tissue and would not open the jaws. The surgeon had to tear tissue to free the device. Additional information was requested and received, stating that there was no substantial blood loss, just the torn tissue to remove the device.